Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The emitter field generator was replaced as it was indicated that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts were returned to medtronic for further evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the axiem emitter field generator was damaged. There was no patient present when this issue was identified. No additional information was provided.